Event description:
It was reported that the infusion pump did not detect air while on a pt. No add'l specific clinical info was available. No pt injury was reported. The hosp biomed. Evaluated the pump and confirmed that channel two would not sense air, even with an empty IV tubing.